Manufacturer narrative:
(B)(4)

Event description:
It was reported that during follow-up of an asymptomatic patient, noise was observed on the right ventricular lead. Device reprogramming was performed. The noise continued to be observed during follow-up on (B)(6) 2015. The noise could not be reproduced through pocket manipulation. No changes were made and the patient would be monitored.